Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. The field service engineer confirmed reported problem, the air flow accuracy test failed. The fse advised the customer replace the air flow sensor. The customer declined service at this time. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the air flow accuracy failed. Occurred during a performance verification test (pvt) prior to patient use.